Event description:
A pump declared an altitude alarm 21 was reported, and the customer's blood glucose level impact was not disclosed. Caller indicated no adverse impact on blood glucose levels due to the alarm. The issue was resolved by resuming insulin with the original cartridge, and the customer service team provided tips for preventing altitude alarms in the future, which the caller understood and acknowledged.